Manufacturer narrative:
08-dec-2025 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head fell into mouth¿part of the refill that fell off was the part with the bristles (the oscillating disc) ¿found a small piece of metal in mouth- oral-b [device breakage] product counterfeit- oral-b [product counterfeit]. Case narrative: consumer via phone stated that the brush head fell into mouth while brushing; the part of the refill that fell off was the part with the bristles (the oscillating disc). No injury was reported. Follow-up 03-nov-2025: lot code was updated. No injury was reported. 08-dec-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Brush head fell into mouth¿part of the refill that fell off was the part with the bristles (the oscillating disc). Found a small piece of metal in mouth- oral-b [device breakage] case narrative: consumer via phone stated that the brush head fell into mouth while brushing; the part of the refill that fell off was the part with the bristles (the oscillating disc). No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head fell into mouth¿part of the refill that fell off was the part with the bristles (the oscillating disc) ¿found a small piece of metal in mouth- oral-b [device breakage] case narrative: consumer via phone stated that the brush head fell into mouth while brushing; the part of the refill that fell off was the part with the bristles (the oscillating disc). No injury was reported. Follow-up 03-nov-2025: lot code was updated. No injury was reported.